Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (prime issue) issue. Reportedly the patient receiving pump not primed alerts. No additional information was available at the time of the call. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.